Manufacturer narrative:
(B)(4). Reported event of snare loop failed to cut. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-01060 and 3005099803-2017-01056 for the other associated device information. It was reported to boston scientific corporation that three sensation small oval snares were used in the colon during a polypectomy procedure. According to the complainant, during the procedure, three snare loops failed to cut the target polyp. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.